Event description:
It was reported that the device was implanted in 2002, and that the patient was revised due to the stem becoming disassociated from the revision adapter. It is unknown if a revision surgery is pending.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.